Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 6.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with fluid in the balloon and inflation lumen. The tip, balloon, markerbands, and inner/outer shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, and there was a pinhole in the balloon material located 1mm proximal of the distal markerband. Inspection of the remainder of the device found no additional damage or irregularities. There is indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 6.00mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.